Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any relevant additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation, it was determined that this report is a duplicate of report 1416980-2013-00113. Any additional information will be addressed within report 1416980-2013-00113.

Event description:
Baxter (B)(4) received a report from baxter (B)(4) regarding an infusor that had a scratch on the front of it. This condition was noticed prior to use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.